Manufacturer narrative:
Concomitant medical devices: 0185, lead, implanted: (B)(6) 2004, 4469, lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced three days later due to an infection. No further patient complications have been reported as a result of this event.